Manufacturer narrative:
Product ID 37791 product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had only been able to get it fully charged once and it was frustrating because they could rarely get any coupling bars. The patient noted the insrecharger (insr) antenna vibrates/beeps as it is charging with poor coupling. On the call the patient could only get 2 coupling bars. The patient stated when they met with a manufacturer representative (rep), the rep thought the ins might have been implanted too deep and x-rays were taken. A replacement antenna was sent. The patient also stated they had not had relief/was still in pain since implant. They stated they have it on at 500. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had been experiencing poor coupling. The patient stated they met with a rep on (B)(6) and they were able to get six boxes, but when the patient got home they were only able to get four. The patient noted the device had been off since (B)(6), per the rep. Product services (ps) advised the patient to check with a healthcare professional (hcp) as far as rotating the dial as the patient stated they were told not to turn the dial. The patient noted they had pain after the initial surgery. No further complications were reported. Follow-up was conducted.